Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
Related manufacturer report number: 2017865-2021-06501. It was reported that the patient presented for a lead revision. Prior to procedure, it was noted that the right atrial lead exhibited high capture threshold and noise on electrograms. The lead was capped and replaced. When placing the new atrial lead, low pacing impedance was noted. The physician believed that the amount of pressure applied to the lead during implant caused damage. The lead was removed and replaced. The patient was in stable condition.